Event description:
"Red firm swelling with associated itch in areas of face where collagen present. Allergic reaction to zyderm I & ii." Antihistamines were prescibed to pt following treatment. This is the same event and the same pt reported under MDR ID #2939859-2004-00377 (inamed complaint #2059825). This second MDR is being submitted for the second suspect product, also a device manufactured by inamed corporation. This separate distinct number is provided per the FDA's request for traceability purposes.